Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose levels of 2.8 mmol/. The customer was treated for the low blood glucose with food. Customer¿s other blood glucose level was 17.1 mmol/l, 8 mmol/l, 16 mmol/l, and between 10 to 12 mmol/l. The customer was assisted with troubleshooting. Customer alleging possible insulin pump under delivery. Insulin pump passed the self test. The product was not returned for analysis.